Manufacturer narrative:
12/16/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during laparoscopically assisted vaginal hysterectomy procedure. The instrument did not cut. The surgeon used another instrument to complete the procedure. The hosp has reported that no pt injury occurred.